Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had blood glucose levels running up to 25.0 mmol/l with symptoms of nausea, irritability, and headaches. The patient reported that the patient's elevated blood glucose levels usually occurred during the night hours; the reporter stated that a health care professional (hcp) was adjusting the basal rates to help manage blood glucose levels. The reporter stated blood glucose levels would be high in the mornings and the day would be spent trying to get blood glucose levels back under control. The reporter stated that the hcp believed the blood glucose issues were related to the pump and requested a replacement. The pump was reviewed. The pump total daily does history showed that the basal and bolus correctly added to the total daily delivery. The pump suspend history was reviewed and found that the patient was suspending pump for 20-25 minutes every day when taking a shower. The bolus history was reviewed and found that all boluses were completed as intended. The reporter confirmed that the advanced settings were programmed correctly. The reporter indicated that the patient had the flu and had a slight decrease in activity levels. Customer support advised the reporter that troubleshooting indicated that the pump was delivering appropriately. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump might not be delivering correctly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history.